Event description:
During a right percutaneous nephrolithotomy, the physician made multiple re-sticks. A small piece of the guide portion off the sensor wire was sheared off in the renal fat. The or personnel opine it was because the physician was very roughly trying to advance the guidewire. The patient was fine and discharged to home. The case was aborted because access was unsuccessful.

Event description:
Customer reportedly received results of 194 mg/dl on the advantage system and 106 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the advantage system (lot number 551258, expiration date 06/30/2011). (B)(4).